Event description:
During an incident, in 2004 involving a pt that while being treated for a seizure went into cardiac arrest, the crew states that the heartstart battery dislodged and when they tried to reinsert the battery, it would not lock in. Another crew arrived and used their lifepak without interruption in pt care.